Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
It was reported that the insulin pump alarmed no delivery. Customer's blood glucose was unknown. The customer was assisted to do troubleshooting and it was found that the alarm was caused by connection issue. Customer reported back after 2 hours due to insulin pump alarmed no deliver during bolus. Customer's blood glucose was 180 mg/dl. The customer was advised to try all remedies to prevent recurring alarms and to call back if problems persist. No further information provided.